Event description:
Following a review of medical records, it was discovered that for this eye following intraocular lens (iol) implant surgery, the pt was experiencing macular edema which was treated with medications. The pt was also reporting monocular diplopia for this eye. Additionally, the pt was experiencing blurry vision at certain times of the day and could not read street signs at night. He also had an unexpected postoperative refraction. The pt had a history of prior lasik and radial keratotomy (rk). The surgeon felt the pt has a very weak cornea and even the weight of an eye lid flattens the cornea and changes the pt's visual acuity. As the day progresses, the pt's visual acuity changes due to lack of weight on the cornea. The surgeon believes the pt's visual acuity is fluctuating as much as four diopters during the day. When the macular edema had resolved, this iol was exchanged for a different model lens. There are three medical device reports associated with this event. This report is for the first lens in the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was received in a f/u phone call on (B)(6) 2011. (B)(4).